Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/10/2024, it was reported by an arthrex subsidiary employee via email that an ar-8925t syndesmosis tightrope xp button pulled out. The button was not completely out of the tibia at the time of flipping the button during intertribal fixation and came out with the screwdriver. The case was completed using a new ar-8925t syndesmosis tightrope xp. This was discovered during a procedure on (B)(6) 2024. Additional information received on 6/17/2024: this was discovered during a tibiofibular fixation procedure. The case was not delayed, and additional anesthesia was not needed. Nothing broke inside the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to pre-mature tensioning of the device.